Event description:
The consumer reported behalf of her husband a unconfirmed false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. Repeat testing was performed and generated a negative result. Consumer confirmed that her husband was not symptomatic and stated he was vaccinated. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to retract the previously reported event of a false positive result. Further review of the case determined that there was no allegation of a product malfunction.